Event description:
It was reported that when the product switches to the active screen, the pt receives a shock like sensation. There was no reported clinical effect on the pt and the procedure was completed with the same equipment.

Manufacturer narrative:
The product evaluation has not yet begun.